Event description:
It was reported that during insertion, tip initially malpositioned to ij then azygous, hob elevated and pt immediately clutched his chest and started moaning and waving that something was wrong, then pointed to his head that he was dizzy. Face pale and arms flushed, pt lost consciousness for approximately one minute. Initial bp 130/90 (difficult to get reading) p77, o2 sat 96% (on o2), it took several minutes for symptoms to resolve, however, pt continued to have increased hr of 140-144. Attending resident called and assessed the pt and felt mostly related to pt's condition with some PICC involvement (ie vasovagal). Pt accompanied back to unit and cxray done. Tip placement distal svc.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) or revd0917 showed no other similar product complaint(s) from this lot number.